Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0suy2, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that she turned stim up to a level where it was comfortable and then an hour later she did not feel stim. During the day it worked for a couple days. The stim did not help at night. The patient stated that it suddenly stopped helping with her symptoms on 3/10. The patient then increased stim and she felt the tingle for a little bit and then the sensation went away. Stim helped a little with symptoms until the 12th. The patient was told to leave stim at a setting for 7 days, so they left it at that setting. The patient had had no control over urine now. The patient's husband knows how to change programs. Patient services called the manufacturer's representative to make sure it was ok to change programs before seven days has elapsed. The manufacturer's representative says yes if they have tried increasing. Patient services communicated this to the patient and explained to call healthcare provider if she is not getting therapy after trying all four programs. The manufacturer's representative noted that they had no information, since they did not talk to the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.